Event description:
While ambulating, pt experienced sudden crack in his hip. X-ray revealed break in ceramic head of hip prosthesis implanted in 1995. Pt required surgical removal and replacement with a new prosthesis.